Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. No trauma nor swelling/inflammation above the implant housing was reported. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
Device malfunction. There was no report of trauma or swelling/inflammation above the implant housing. Re-implantation is considered.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. Other damages found during investigation are attributable to the removal surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Device malfunction. There was no report of trauma or swelling/inflammation above the implant housing. The user has been re-implanted on (B)(6) 2018.

Event description:
Device malfunction. There was no report of trauma or swelling/inflammation above the implant housing. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated. Note: this report was submitted on 12.mar.2018 but was mislabeled as follow up 2. The information remains the same but the imdrf codes have been updated for this resubmission.